Event description:
The user facility reported a complete loss of image during a bronchoscopy. The video image was said to be replaced by a blank background with lines on the monitor display. The physician withdrew the endoscope and staff reportedly isolated the difficulty to the subject device. The facility reported that the physician was not able to obtain some biopsy samples as a result of this phenomenon. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation, and the image was observed to be flickering and smearing. Upon further examination, the instrument channel was found leaking, and there were scrape marks and tear marks in the instrument channel near the bending section, apparently the result of physical damage. The user's experience was isolated to fluid invasion from the instrument channel. This report is being submitted as an MDR in an abundance of caution.